Event description:
During a cardiac catheter procedure it was noted that a langston pig tail catheter did not have holes on the proximal port. The left ventricular pressure and aortic pressure were spliced together to access the aortic valve. There was no impact on patient care.